Manufacturer narrative:
The date of this submission is 19-oct-2017. This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 8041154-2017-00007. This closes out this report unless other additional significant information is received. This complaint is associated with 3 associated mdrs. The manufacturer numbers for the other two are 8041154-2017-00006 and 8041154-2017-00008.

Event description:
This spontaneous report was received on 01-sep-2017 from a (B)(6) years-old caucasian female consumer reporting on self from the united states of america. The medical history included skin cancer and unspecified blood pressure issue. The concomitant medication included unspecified blood pressure medication for unspecified blood pressure issue and coumadin (warfarin) for unknown indication. The reported weight of the consumer was (B)(6) kilograms. On an unspecified date in 2017, the consumer started using band-aid brand adhesive bandages tough strips, cutaneously, three bandages twice a day to cover up wounds after skin cancer removal (lot number 1157b and expiration date unspecified). After an unspecified duration first time in 2017, the consumer noticed her skin became red and raw on arm and shoulder and stated that each time when the bandage was removed it tore the skin off her arm and shoulder which she described as the bandage pulled the whole flesh up off the arm and shoulder. It was reported that consumer took off the bandages slowly. The consumer mentioned that the device left behind lot of the glue on arm and she had to use some rubbing alcohol and water to remove it. On (B)(6) 2017, when the last bandage was removed it pulled a scab off and she experienced heavy bleeding and she had to go to the emergency clinic on same day and they cauterized the area to stop the bleeding. The device not used further. Consumer mentioned that as she was on coumadin because of which she started bleed heavily on arm. She reported that one of the areas started to heal but the other two were not yet resolved. She also mentioned that she used the device before without any problem. The events did not resolve. This report was assessed as serious (required intervention). The company causality was assessed as related. This report was considered a non reportable malfunction case in the united states of america. Additional information was received on 12-oct-2017. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Product met specification as documented in the records and retain sample review. In addition, based on the investigation results, there is no evidence that a device malfunction occurred. The analysis for the product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. The report remains serious. This report remains as non-reportable malfunction case in the united states of america.

Manufacturer narrative:
The date of this submission is 26-sep-2017. This is an initial submission for the first product in this case. This closes out this report unless other additional significant information is received. This complaint is associated with 3 associated mdrs. The manufacturer numbers for the other three are 8041154-2017-00006 and 8041154-2017-00008.

Event description:
This spontaneous report was received on 01-sep-2017 from a (B)(6) caucasian female consumer reporting on self from the united states of america. The medical history included skin cancer and unspecified blood pressure issue. The concomitant medication included unspecified blood pressure medication for unspecified blood pressure issue and coumadin (warfarin) for unknown indication. The reported weight of the consumer was (B)(6). On an unspecified date in 2017, the consumer started using (B)(6) adhesive bandages tough strips, cutaneously, three bandages twice a day to cover up wounds after skin cancer removal (lot number 1157b and expiration date unspecified). After an unspecified duration first time in 2017, the consumer noticed her skin became red and raw on arm and shoulder and stated that each time when the bandage was removed it tore the skin off her arm and shoulder which she described as the bandage pulled the whole flesh up off the arm and shoulder. It was reported that consumer took off the bandages slowly. The consumer mentioned that the device left behind lot of the glue on arm and she had to use some rubbing alcohol and water to remove it. On (B)(6) 2017, when the last bandage was removed it pulled a scab off and she experienced heavy bleeding and she had to go to the emergency clinic on same day and they cauterized the area to stop the bleeding. The device not used further. Consumer mentioned that as she was on coumadin because of which she started bleed heavily on arm. She reported that one of the areas started to heal but the other two were not yet resolved. She also mentioned that she used the device before without any problem. The events did not resolve. This report was assessed as serious (required intervention). The company causality was assessed as related. This report was considered a non reportable malfunction case in the united states of america.